Event description:
It was reported that during a shoulder arthroscopy, plastic pieces of the cleartrac threaded cannula were identified floating around. Clear plastic from the tip and white plastic from the cannula were identified. It is unclear how the procedure was completed, and it is unknown whether there was a surgical delay. No further complications were reported

Manufacturer narrative:
H11: internal complaint reference: (B)(4).